Manufacturer narrative:
A replacement glidescope core smart cable was provided to the customer and the smart cable used during the reported event was returned to verathon for evaluation. A verathon technical service representative (tsr) evaluated the returned smart cable and was able to confirm the reported damage. Upon visual inspection, it was identified that the smart cable's hdmi connector was damaged. The glidescope spectrum single-use mac laryngoscope used with the smart cable was not made available to verathon for evaluation nor was the backup glidescope device that reportedly kept freezing and flickering during its use. Upon completion of verathon's device evaluation, the customer's smart cable was scrapped due to already being provided a replacement and there being no repairs available for the device. Corrective action is not required at this time. Verathon will continue to monitor for trends.

Event description:
A customer reported that during an emergency care procedure, using a glidescope core smart cable, the cable connector was damaged by a metal prong on the glidescope spectrum single-use direct view mac laryngoscope connector that was not flush with the laryngoscope handle. As the smart cable did not connect to the video laryngoscope, the team used a malfunctioning backup glidescope device that kept freezing and flickering during use. The procedure was able to be completed without harm to the patient.